Manufacturer narrative:
(B)(4), was recently told by the hospital that 7 out of 13 patients that underwent bronchoscopy between (B)(6) 2015 were shown to have pseudomonas; from (B)(6) 2015, samples from 28 patients were either reported as no growth, or grew a fairly random selection of organisms, 8 out of 21 patients grew serratia between (B)(6) 2015. Currently, no reports of patient illness. Hospital was using ultrasound bronchoscope eb-530us for endoscopic ultrasound procedures. It is important to note that no bacterium was found in testing of reprocessed scopes. Bacterium was only detected on scopes after use in procedure, but prior to reprocessing. Root cause is currently unknown. Dealer and fujifilm staff observed, during follow-up visits, that hospital staff did not fully comply with fujifilm's reprocessing instructions. Further, aer connections used by hospital may not be compatible with the ultrasound bronchoscope eb-530us. Fujifilm cannot evaluate the technical adequacy of this chosen solution by the hospital; this can only be done by the aer manufacturer. One of the subjected endoscopes was sent to fujifilm and an initial investigation was performed. In the investigation, air leak was found from the forceps channel. It is believed that the forceps tubing was damaged by treatment accessories resulting in air leaking. All customers are required to air leak test each endoscope before disinfection to avoid use of such device in procedures. Fujifilm believes that this is not an issue caused by device malfunction. No device issue found. However fujifilm / authorized dealer will provide in-service training to the user.

Event description:
Fujifilm (B)(4) was informed by the (B)(6) that a number of patients tested positive for serratia and pseudomonas bacteria after having an endoscopic ultrasound procedure. The root cause is currently unknown.